Event description:
Ous MDR after an implantation time of approximately 44 months, intermittent loss of capture and failure to pace were reported.

Manufacturer narrative:
Ous MDR. The pacemaker provided to be fully functional. Particularly the pacing and the sensing functionalities have been tested and did not reveal any signs that could have been related to clinical observation. The clinical observation was most likely caused by a lead problem.